Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. There have been no similar complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that one day following a glaucoma filtration device implantation, the patient's intraocular pressure (iop) increased and a suture lysis procedure was performed. The surgeon also reported aqueous humour leakage two days following the initial implant procedure. An additional suture lysis procedure was performed one month postoperatively. The surgeon reported the increase iop was not serious and within the expected range of postoperative iop. Additional information was requested and received.